Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the recovery room after initial right ventricular lead implant procedure. Upon interrogation, the lead exhibited intermittent loss of capture. The lead was reprogrammed, and capture was consistent after the reprogramming. The lead was then repositioned on (B)(6) 2019. The patient was stable throughout the procedure.